Event description:
It was reported that when the device was used during a gastric bypass, the device fired only the outside row of staples, the inside rows did not fire. The staple line was oversewn to complete the case. There was no further consequence to the pt.